Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor exhibited loss of sensing. The device was not used and a new device was successfully implanted. No patient symptoms were reported.